Event description:
It was reported that the pt consulted her surgeon in 05, complaining that she was being shocked and that hearing with her implant was decreasing. Med-el saw her in two months later and replaced her trasmitting coil, thinking that was the problem. Testing only showed one channel with a hi impedance reading. The pt was her surgeon again on 4/3/06, and reported continued shocking, intermittent sound and a static noise. The surgeon decided at that time to re-implant the pt. It must be noted that med-el north america was not consulted at or since that time. Med-el was unaware of this revision surgery unitl an order for an explant kit was received on 5/06. Repeated calls and e.mails on 5/5 and 5/8 were not returned until the end of the day on 5/8. The center has not provided med-el with the opportunity to troubleshoot or to perform an integrity test on the device.